Event description:
It was reported that an infusion pump displayed a reservoir volume of 0 ml even though the infusion bag was found to be full. The programmed reservoir volume had been set to 138 ml. The event occurred during infusion. There was no patient harm.

Manufacturer narrative:
B3: unknown; investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.

Manufacturer narrative:
H3 and h6 codes: updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.